Manufacturer narrative:
Event date not specified. Date of report: 01may2019. The service engineer (se) inspected the device. The se reinstalled the cv3 and the issue was addressed the ventilator passed all testing.

Event description:
It was reported that during preventative maintenance the ventilator generated a check valve 3 (cv3) leak error code. There was no patient involvement.